Event description:
Caller reported a malfunction on the pump, identified by a malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear, which they acknowledged and understood.